Event description:
According to a hosp discharge report received from the claims administrator for the bowling-pfizer settlement funds, the bjork-shiley convexo-concave aortic valve, upon explant, was noted to have pus on its inferior surface. During surgery, a temporary pacemaker was implanted. During the post-operative hospitalization period, the pt required prolonged ventilatory support and a tracheostomy had been performed. The pt developed a respiratory tract infection and acute renal failure. According to the discharge report, the pt also sustained neurological impairment resulting in left-sided weakness. Prior to discharge from the hosp, the pt had a permanent pacemaker implanted. The pt was discharged from the hosp approximately 50 days after admission. Upon discharge, the pt's neurological status was reported as improved with slight left leg weakness.

Manufacturer narrative:
Section a2--corrected info was received regarding the pt's date of birth and the date of the event. Section h3 & h6--device evaluation summary. According to the hosp discharge report, pus was noted on the inferior surface of the valve "presumably relating [to] the mitral valve infection." The device was not returned to the MFR. An evaluation of the valve was done by a laboratory in england at the request of the u.k. Medical devices agency. The laboratory report stated that the left leg of the outlet strut was "partially separated from the housing at the site or close to the weld". The right leg of the outlet strut was intact. The valve had "the normal pattern of wear on the disc, struts, and housing flange. These corresponded to contact areas between the disc and housing." The report noted that there were fine scratches on the housing and outlet strut which were likely to be instrument marks and would not affect valve function or integrity of the valve.